Manufacturer narrative:
The biomedical engineer (bme) reported that a tachycardia alarm was registered at the central nurse's station (cns) as a warning alarm instead of a crisis alarm. The event happened at 7:41am on 04/21/2025. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 05/12/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 05/16/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 3: 05/21/2025 emailed the customer via microsoft outlook for all information in the ni list above: the customer replied that none of the requested information can be provided.

Event description:
The biomedical engineer (bme) reported that a tachycardia alarm was registered at the central nurse's station (cns) as a warning instead of a crisis alarm. The event happened at 7:41am on 04/21/2025. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that a tachycardia alarm was registered at the central nurse's station (cns) as a warning instead of a crisis alarm. The event happened at 7:41am on 04/21/2025. No patient harm was reported. Investigation summary: nk tech support confirmed that, per the cns-6801 manual, tachycardia is classified as a "warning" alarm unless modified to "crisis" in admin mode. Multiple follow-ups were made requesting confirmation of the alarm configuration and affected device details, but the customer did not provide a final response. Logs and documentation were submitted for review, and the customer was advised on proper alarm configuration procedures. The root cause is likely related to device settings. Nk will continue to monitor and trend. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 05/12/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 05/16/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 3: 05/21/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that a tachycardia alarm was registered at the central nurse's station (cns) as a warning instead of a crisis alarm. The event happened at 7:41am on (B)(6) 2025. No patient harm was reported.